Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with pain and dyspnea on inspiration. On x-ray, the right atrial (ra) lead had perforated the cardiac wall causing pericarditis, pericardial and pleural effusion. The lead was initially reprogrammed and later, repositioned and programmed back to its original settings and remains in use. No further patient complications have been reported as a result of this event.